Event description:
Received a report via social media (B)(6) post indicating reporter's friend experienced toxic shock syndrome and almost died after using (playtex) tampons. No info provided regarding consumer's experience, treatment, formal medical diagnosis, or other medical conditions that may have contributed to the reported adverse event. Reporter's post contained no contact info for the reporter, or the consumer involved in the alleged incident, therefore, follow-up is not possible.

Manufacturer narrative:
Conclusion: reporter did not provide info regarding the product involved, the consumer's experience, etc. Nor did she provide contact info for herself or the consumer involved in the reported experience. Follow-up is not possible. This report is considered closed unless additional relevant info is received.